Event description:
It was reported that the patient underwent a pelvic surgery and postoperatively developed a rectovaginal fistula. No additional information has been made available.

Manufacturer narrative:
Conclusion: the physician has not responed to our inquires. In general, fistulas occur when injury to adjacent organs causes them to heal together in an abnormal fashion creating a tract between the tow structures. This may occur from surgical dissection, radiation therapy, prolonged labor with entrapment of the fetal head, as well as numerous other sources. If injury to the rectum occurred during dissection and was not recognized and repaired, it would be highly likely that a rectovaginal fistula would form whether mesh was present or not.